Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reported that the charging difficulty was due to their 80 lbs weight gain. The patient noted that they are able to charge but just have a hard time positioning the paddle over the ins site. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) identified that the device was functioning within specifications but has reduced capacity due to an overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Related (i.e., same ins) regulatory report: 3004209178-2018-21287. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2018, the patient noticed their ins was taking longer to charge. It was noted the patient usually charges the ins when it is near depletion, and it would take 4 hours to get the ins charged to 50%. Additionally, it was reported that the "monitor" was not working; it didn't appear that the ins was depleting as quickly as it used to with regards to what the programmer and recharger were saying. No symptoms were reported. The patient keeps stimulation on all of the time. During the call, it was confirmed that the patient was able to check the ins using the programmer. The programmer indicated the stimulation was on and set at 4.4 volts, and the ins was charged to 1/4 full. It was also confirmed that the patient could get full coupling and had not seen any error messages. They had not dropped the equipment nor gotten it wet. Troubleshooting over the phone indicated the patient's device components were functioning as expected. It was suggested the patient track their recharge information, and have their doctor review that and check their recharge statistics at their (B)(6) 2018 appointment. They were also told to contact patient services if the patient experiences any changes in coupling and/or error messages. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) on 2019-jun-18. It was reported that the patient¿s implantable neurostimulator (ins) battery was overdischarged due to difficulty recharging and weight gain/weight loss. The ins was replaced, and the issue was noted to be resolved at the time of the report. There were no further complications reported or anticipated.